Event description:
It was reported to fresenius medical care via email that the transducer on the combiset bloodlines is not working properly and sucking air into the lines. The transducer was changed for an available spare to resolve the problem. The clinic manager reported during follow-up that the issue was noted before blood entered the lines. There is no adverse event associated with this issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.